Event description:
It was reported that the right ventricular (rv) lead was noted with intermittent capture at high output levels. The lead remains in use. No patient complications have been reported as a result of event.